Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system. During the procedure, the physician have difficulty removing the stylet from the lead and once removed, the tip of the stylet came off. The procedure was extended by 60 minutes and was completed using 1 lead.